Event description:
On 8/14/95 an aus device was implanted.on 10/16/95 the cuff was removed.on 10/9/96 the pump was removed from the patient due to previous infection. The previous balloon was left in place due to scar tissue.